Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported clip actuation issue was confirmed. The reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It was determined that the reported clip actuation issue in this incident appeared to be related to the harness getting jammed into the binding plate and connector; however, a definitive cause for the harness jam could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the clip actuation issue and sleeve steering issue; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This report is filed for irregular steering of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la; however, when the m-knob was applied, the cds would steer an irregular direction toward the roof of the la. It was noted that the cds was difficult to see while steering towards the roof of the la. An attempt was made to open the clip so the clip would be more visible, but the clip would not open. Troubleshooting steps were performed, but were unsuccessful. The cds was removed from the anatomy. Outside the anatomy, the clip was able to be opened. A new cds was used without issue. One clip was implanted, reducing the mr to <1 (trace). There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.